Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. She noticed she almost had an accident on the day of this call and that was when she realized she did not feel stimulation. She had been trying to increase stim unsuccessfully. On the day of this call, it was indicated that the therapy was on and patient was able to increase from 1.2 to at least 1.4v and she began feeling stimulation. The event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred on (B)(6) 2016, not (B)(6) 2016 as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.